Manufacturer narrative:
Findings: evaluated 1 open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test as follows: reservoir filled and connected to a new infusion set. Installed reservoir & connector into a insulin pump. Performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call no delivery alarm on the insulin pump and high blood glucose levels. Customer¿s blood glucose level was 400 mg/dl. Customer treated their high blood glucose levels via insulin pump. Customer was advised to change the set and reservoir to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm was resolved with a complete reservoir and infusion set change.